Manufacturer narrative:
The navx reference patch was not returned for eval. Review of the device history records was not possible as the lot number is unk. The cause for the reported skin blistering remains unk. (B)(4).

Event description:
It was reported that following a 5 hr ablation procedure for wpw, the pt was found to have a blistered area on the skin surface under the area where the navx reference patch was placed on the back. During the procedure, the physician placed 11 rf applications at 40 watts for 30 seconds or less. The user reports large amounts of fluoroscopy being used during this case.